Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse determined the floor drain waste tubing had become disconnected at the tubing connector and was causing the leak from the instrument reported by the customer. The fse cleaned up the spill on the floor and the affected area. Per bec service notes, the fse suspected the tubing had become caught on the waste drawer and the tubing had been dislodged from the connector due to opening of the waste drawer. The fse re-routed the waste tubing and verified system operation. A definitive root cause for this event has not been determined to date. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak coming from the back left side of the unicel dxi 800 access immunoassay system. The customer reported there was no exposure to the leak. No patient results were generated in connection to this event and there is no report of injury to the user.